Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent fractured and a dissection occurred. The patient underwent a left sided transcarotid artery revascularization (tcar) procedure on (B)(6) 2019 and was implanted with an enroute transcarotid stent. On (B)(6) 2025, the patient presented for scheduled follow-up. The patient was completely asymptomatic, with no abnormal neck physical findings. However, the duplex ultrasound scan revealed an apparent stent fracture with a small dissection outside of the stent and carotid. A repeat ultrasound was performed on (B)(6) 2025, which confirmed the same findings. No additional intervention was planned as a result of the ultrasound findings. The patient experienced no further complications.